Manufacturer narrative:
E1: patient city: (B)(6). Patient country: italy.

Event description:
Reference number (B)(4). Event occurred in italy. It was reported that the patient faced an occlusion event and was alerted by insulin flow blocked alarm that occurred during priming. Patient was explained that the alarm caused by possible set or reservoir occlusion. No further information available.